Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure one of the set screws in the df1 device stripped out and became jammed in the header while trying to attach the lead. The implanting physician was unable to remove and replace the setscrew after many attempts. The df1 device as removed and a df4 device was implanted as that is what was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet, a set screw with a rounded socket, and the set screw was found in the connector bore.